Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) on 2019-may-13 reporting that the batter was changed on (B)(6) 2019. The scs device was reprogrammed and was functioning properly as of (B)(6) 2019 when the hcp saw the patient in office. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-apr-29 reporting that decreasing stimulation resolved the issue of stimulation "putting them on the floor" after it was turned up. The original report of the device not working was clarified to mean that the battery was showing an error code and that the cause of this reported issue was that the battery was weak. The patient had a newer device installed on (B)(6)2019 which resolved the reported event. It was noted that the event had started in 2012 and had been consistent. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-jun-04 reporting that the patient was implanted for chronic pancreatitis and so that the patient would not need to rely on pain medication. The system made it more manageable, changed their way of life for the better, helped them retain their athleticism and their family life. The original install was in (B)(6) 2010 and was reported to be a success. During a programming session in 2012 the patient went from sitting upright in a chair to lying down on the floor. During the time the patient was shaking and needed the ins to be turned down or off. The manufacturer representative was able to "regain control of the unit." The patient needed a recalibration again in 2013-2014 and more issues began. The patient gave up since they could not use a primary care physician and therefore did not have full usage of their device. The settings were uncomfortable and painful. The patient managed with 3 of 6 settings for 3-4 years without a manufacturer representative. The patient saw an error code and had a procedure scheduled with their surgeon on (B)(6) 2019. After the procedure the patient went home and noticed they had group a with 2 settings displayed. A meeting with a manufacturer representative occurred on (B)(6) 2019 for programming. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for pancreatitis. It was reported that one of the ¿programmers¿ (person who programs the stimulator), turned the stimulation up ¿one day¿ and the stimulation put the patient on the floor. Patient services was unable to clarify if the ¿programmer¿ was a healthcare provider (hcp) or a manufacturer representative (rep). The patient stated that they now wanted to meet with another ¿programmer¿ (rep) but their doctor wanted them to use medication. The patient stated that they did not need the medication if they could get their stimulator working. Patient services reviewed the rep¿s role and redirected the patient to their hcp. It was recommended that the hcp could then get in contact with a rep if they would like one at their appointment. A list of hcps was offered but the patient declined and became escalated and therefore the event date of the stimulation putting the patient on the floor and the stimulator not working was unable to be obtained along with the notified date. No further complications were reported/anticipated.